Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, fatal error was found in connection to the reported allegation. The reported event of a warm up restarted after warm up is reportable based on the finding of a fatal error. No injury or medical intervention was reported.